Event description:
The customer states that there have been instances where their welch allyn propaq lt monitors and its large 17 inch displays turned off simultaneously. However, the customer did not have specific dates, times, or frequency of occurrence. While one serial number was provided (kv001288), the customer could not identify whether that unit or other units actually exhibited the behavior and no units were returned. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.

Manufacturer narrative:
On site analysis by the hospital's biomedical engineering with the assistance to welch allyn technical support found all propaq lt monitors were functioning as intended. Biomeds are doing daily equipment checks to ensure that everything is working as expected. In addition, welch allyn provided replacement large display and charging cradles for the propaq lt. The monitor will not be returned for evaluation. We are filing in an abundance of caution. Method: the device involved in the incident was evaluated. Other (bmet could not confirm the failure). Conclusions: device evaluated and alleged failure could not be duplicated.